Manufacturer narrative:
A good faith attempt were made to the customer to retrieve complaintinformation. However, customer service was unable to collect theinformation from the clinician. If additional infomrmation is receivedthe record will be updated accordingly.

Event description:
Other product deficiencies and technical